Event description:
A customer observed a higher than expected vitros ipth result obtained from a proficiency sample (680.4 pg/ml versus expected 518.59 pg/ml) using vitros ipth reagent lot 0380 when tested on a vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no reported allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros ipth result was obtained from a single proficiency sample using a sub-optimal calibration on a vitros 3600 immunodiagnostic system. The definitive root cause for the event is user error, as the customer did not verify the affected calibration by testing quality control fluids prior to testing proficiency samples. There were no reported allegations of harm as a result of this event.